Manufacturer narrative:
(B)(4). Advancer and jaws. The device was received with two clips fed into the jaws at the same time. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the last firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused this condition in addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic hernia repair procedure, clips would not advance during using on a vessel, no clip delivered from the applier. This applier damaged the vessel by creating a new gap. The applier was tested out of the patient: one or two clips were released and the applier blocked again. The applier was re-opened and a clip remained blocked inside. Unknown if another device was used to complete the procedure. There were no adverse consequences for the patient